Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that a patient presented with diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The patient was given "heavy steroid drops". The patient was seen in follow up and the dlk has resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause was identified for the reported event. The manufacturer internal reference number is: (B)(4).